Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer's blood glucose (bg) was 480 mg/dl. Customer administered a correction bolus via the pump to address the bg. Customer continued to use the pump for insulin therapy.